Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient's pacemaker (pm) was unable to be interrogated. It was noted that there was premature battery depletion on the pm. The physician elected to explant and replace the pm. The patient condition was unknown.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.